Event description:
It was reported that a device alert was triggered due to atrial lead high impedance. The atrial lead alert was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: competitor ICD, implanted: (B)(6) 2013. (B)(4).